Event description:
Received a report from a customer who reported that her 10 oz bottle of revitalens ocutec drips out from where the bottle top screws on to the bottle when filling her lens case. No pt injury reported.

Manufacturer narrative:
Device eval anticipated, but not yet begun. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.